Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported both monitors were rolling. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event resulted in this complaint.